Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. It was noted that imaging was difficult during the procedure. However, an xtw clip (20222r282) was successfully implanted. An additional nt clip (20324r110) was attempted to be implanted but contacted the xtw clip while grasping the leaflets and caused it to detach from the posterior leaflet (single leaflet device attachment/slda). The xt clip was then implanted to stabilize the detached clip, reducing the mr to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.na

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution was associated with imaging difficulty. The reported device damaged by another device (dislodged) and subsequent single leaflet device attachment (slda) were due to user technique. The unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.